Event description:
The manufacturer received information alleging,shortness of breath,device is burned at the bottom device will not turn on/device not functioning, device caused burn mark on bedside table difficulty in breathing/shortness of breath that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is burned at the bottom, device will not turn on/device not functioning, device caused burn mark on bedside table, difficulty in breathing/shortness of breath that are related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed the a brownish unknown contaminant on the front panel, top enclosure, rear panel. Dried liquid marks inside the iso port. Manufacturer observed that p4 had an unknown type of corrosion/rust to it suggesting liquid ingress to it. A dust-like contaminant on the front panel, top enclosure, rear panel, bottom enclosure. Unknown contaminant on the inside lip of the top enclosure, bottom enclosure. An unknown brownish material at the bottom of the bottom enclosure. A whitish dust-like contaminant on the blower cap seal. Dried liquid spots on the bottom of the blower and on the bottom of the blower box, indicating possible liquid ingress with mineral deposits. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error code. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device.